Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The peritonitis was manifested by abdominal pain and diarrhea. The breach in aseptic technique was further described as the patient made a mistake. The same day as the event onset, the patient was hospitalized for the event. The patient was treated with injection of vancomycin (1 gm, once in three days, route not reported), intraperitoneal (ip) injection of reflin (250 mg, ongoing, frequency not reported), ip injection of fortum (250 mg, ongoing, frequency not reported) and ip injection of heparin (1000u, ongoing, frequency not reported) for peritonitis. Two days after the event onset, the patient has recovered from the events of abdominal pain and diarrhea. Nine days after the peritonitis onset, the patient was discharged from the hospital and was recovered from the peritonitis event. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.